Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on an unknown date. During the procedure, the clip deployed but would not release properly from wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.